Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 1 month post-implant, it was reported that the patient had been transferred from a different hospital due to severe hemolytic anemia and hemoglobinuria with renal damage and thrombus in the pump was suspected. The patient was admitted into the hospital due to hemolysis and placed on heparin. The patient¿s lactate dehydrogenase (ldh) levels had increased to 6500 u/l. The patient had refused a pump exchange therefore, the patient was placed on ECMO and on the urgent transplant list. The patient expired (B)(6) 2014.

Manufacturer narrative:
(B)(4). The manufacturer is attempting to acquire the explanted pump for analysis the event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Depositions consistent with low flow were confirmed through the evaluation of the device. The device was returned assembled with the percutaneous lead (lead) cut approximately 4.5 inches from the pump housing; the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump's outlet port. Examination of the sealed inflow and outflow conduits upon disassembly of the device revealed tissue-like depositions admixed with denatured, fixed blood. The hard, grainy texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned for evaluation. Further evaluation of the device revealed similar depositions of denatured, fixed blood throughout the pump. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, these depositions are indicative of poor surface washing due to a low flow event and would have contributed to the reports of hemolysis and elevated ldh. Review of the system controller data log file provided by the account confirmed several low flow alarms that are consistent with the observed depositions. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombosis as a potential adverse event associated with use of the left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.